Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain, which required hospitalization and antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality could not firmly be established. However, the pdrn stated the serious adverse events were not caused by any fresenius product(s) and/or device(s). Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating the patient¿s fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact requested assistance during dwell 2 of 4 of treatment on how to disconnect the patient. The patient contact needs to take the patient to the hospital. Technical support assisted the patient contact with disconnecting the patient. Upon follow up, it was confirmed that the patient was unable to complete the treatment on the reported date as she was admitted to the hospital for peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain. A peritoneal effluent fluid culture (result not provided) and cell count (wbc = 3+) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis, and was treated with vancomycin 2000 mg (route, duration, frequency not provided), ceftazidime 1000 mg (route frequency, duration not provided), and intravenous (IV) cefepime 1000 mg every 6 hours (duration not provided). The patient was discharged in stable condition to a rehabilitation hospital on (B)(6) 2025. It was reported that the patient continued to undergo ccpd therapy while hospitalized and at the rehabilitation hospital as well. The cause of the peritonitis was not provided; however, the pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. The patient is recovering from the serious adverse events and is receiving intraperitoneal (ip) vancomycin (dose, frequency, duration not provided) while at the (B)(6).

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contact requested assistance during dwell 2 of 4 of treatment on how to disconnect the patient. The patient contact needs to take the patient to the hospital. Technical support assisted the patient contact with disconnecting the patient. Upon follow up, it was confirmed that the patient was unable to complete the treatment on the reported date as she was admitted to the hospital for peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain. A peritoneal effluent fluid culture (result not provided) and cell count (wbc = 3+) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis, and was treated with vancomycin 2000 mg (route, duration, frequency not provided), ceftazidime 1000 mg (route frequency, duration not provided), and intravenous (IV) cefepime 1000 mg every 6 hours (duration not provided). The patient was discharged in stable condition to a rehabilitation hospital on (B)(6) 2025. It was reported that the patient continued to undergo ccpd therapy while hospitalized and at the rehabilitation hospital as well. The cause of the peritonitis was not provided; however, the pdrn reported the serious adverse events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. The patient is recovering from the serious adverse events and is receiving intraperitoneal (ip) vancomycin (dose, frequency, duration not provided) while at the rehabilitation hospital.